Event description:
It was reported the customer experienced high blood glucose. Customer's blood glucose was 500 mg/dl. The customer stated they were having issues with removing the needle from their infusion set. The customer had to change their site due to their high blood glucose. Customer declined to troubleshoot for their high blood glucose. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.